Manufacturer narrative:
Continuation of d10: product ID: 27000a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient "I had an event and it was not recorded. I had an episode of ventricular tachycardia (vt) for 60 seconds. I was told it was not sent to my clinic for three months. The clinic also told me I probably have had other episodes that were not recorded by the pacemaker, now they want me to have an implantable cardioverter defibrillator (ICD)." The function of the mobile monitoring application with the pacemaker was explained to the patient. No further troubleshooting was listed. The cardiac resynchronization therapy pacemaker (crt-p) remains in use. The mobile monitoring application remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient overheard the clinic staff speculating that the crt-p may have not settled.

Manufacturer narrative:
Continuation of d10: 429888 lead implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient "I had an event and it was not recorded. I had an episode of ventricular tachycardia (vt) for 60 seconds. I was told it was not sent to my clinic for three months. The clinic also told me I probably have had other episodes that were not recorded by the pacemaker, now they want me to have an implantable cardioverter defibrillator (ICD)." The function of the mobile monitoring application with the pacemaker was explained to the patient. No further troubleshooting was listed. The cardiac resynchronization therapy pacemaker (crt-p) remains in use. The mobile monitoring application remains in use. No patient complications have been reported as a result of this event.